Manufacturer narrative:
UDI: (B)(6). Investigation summary: according to the information provided, it was reported via that during an rotator cuff repair a 4.9mm healix advance sp biocomposite anchor broke longitudinal when inserting. Bone was very hard. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the observations revealed that the anchor was broken; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 7l47929, and no nonconformances were identified. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality. Based on the information received, it is possible that the breakage is related to the hard bone quality. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. When hard bone is encountered, it is recommended to use an awl, drill, or similar instrument to create a pilot hole in bone prior to anchor insertion. If insertion is attempted without a pilot hole and the anchor cannot be advanced into bone, the device should be discarded. The user should then create a pilot hole and insert a new device. In hard bone, it may be necessary to create a pilot hole in bone using an instrument such as an awl or drill prior to anchor insertion as part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported via complaint submission tool that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the 4.9mm healix advance sp biocomposite anchor device broke longitudinally upon insertion. Another like device was used to complete the procedure with a surgical delay of 10 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: background: it was reported via complaint submission tool that during an unknown procedure a 4.9mm healix advance sp biocomposite anchor broke longitudinal when inserting. The bone was very hard. The surgeon used anchor correctly as recommended. There was a surgical delay of 10 minutes, they removed fragments using pushlock. No patient consequences were reported. Investigation summary: the 4.9 healix adv sp biocomp ce (part #: 228052, lot #: 7l47929) was received at us cq. Upon visual inspection of the device and pictures provided in the attachments "limmi.jpg" and "limmi2.jpg", it was found that the anchor was broken and was not returned. Therefore, the complaint can be confirmed. Anchor breakages are typically associated with off-axis insertion, levering during insertion, hard bone quality. Based on the information received, it is possible that the breakage is related to the hard bone quality. As per IFU-116921, inserting the awl less than the specified depth, axial misalignment, or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not to apply a bending force to the inserter, this can damage the anchor or inserter tip. When hard bone is encountered, it is recommended to use an awl, drill, or similar instrument to create a pilot hole in bone prior to anchor insertion. If insertion is attempted without a pilot hole and the anchor cannot be advanced into bone, the device should be discarded. The user should then create a pilot hole and insert a new device. In hard bone, it may be necessary to create a pilot hole in bone using an instrument such as an awl or drill prior to anchor insertion. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.